Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced their "heart rate jumping" the night after the implant procedure. During an in-clinic device check one day post-implant, the "jumping" sensation was determined to be diaphragmatic stimulation. The patient's left ventricular (lv) lead was reprogrammed. Additional information indicated that the diaphragmatic stimulation persisted and multiple attempts at reprogramming the lv lead were made until the patient symptoms subsided approximately two weeks post-implant. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.